Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging an inaccurate delivery issue with the pump. The bolus totals allegedly did not match during a review of the pump history. The patient reportedly was in hyperglycemia, discontinued insulin pump therapy and was admitted in the recovery unit of the hospital. The patient reportedly was being treated via correction injections and syringes while in the hospital. The patient reportedly recovered, was released from the hospital and resumed insulin pump therapy on a new pump. There was no indication of basal programming or basal settings issues: troubleshooting indicated that the basal delivery totals in the total daily dose matched the active basal program total and the basal history matched the active basal program settings. Multiple attempts were made by animas customer technical support to obtain additional regarding the specifics surrounding the reported incident, pump malfunction and the specifics on the symptoms and bg values; the health care company denied to provide any additional information due to confidentiality reason(s). This complaint is being reported because the patient experienced an adverse event while using insulin pump therapy and due to the alleged inaccurate delivery issue with the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/10/2016 with the following findings: a review of the last bolus delivery was on 02/22/2016 at 4:02 pm. A basal delivery was interrupted post a ¿call service (cs) 144¿ alarm due to multiple power interruptions from 02/22/2016 at 5:00pm and then resumed on 03/16/2016 at 8:47pm. The total daily dose added up correctly and reflected the programmed basal rate and bolus target. The ¿ez-prime¿ steps were performed correctly. The pump reflected 24 units after a 24 hour 1 unit/hour duration test. A 10 unit test bolus was correctly delivered and recorded in the history. There were no errors, alarms or warnings that occurred during the investigation. The reported ¿inaccurate delivery¿ complaint was not duplicated during investigation. Unrelated to the complaint, the battery compartment was found to be cracked from the threads down to the case seal on the side. The returned battery cap was able to secure to the pump and maintained electrical connection. During testing, the pump was powered on to a lavender tint on the display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).